Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the composix lp mesh potentially caused or contributed to any patient outcome or complications. Surgical site infection, and seroma are known inherent risks of surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2018 based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: "outcomes of laparoscopic intra-peritoneal onlay mesh with fascial repair (ipom plus) using composite mesh for the treatment of ventral hernias." This prospective study analyzed outcomes and complications involving 30 patients who underwent laparoscopic ventral hernia repair using the ipom plus technique between january 2018 to december 2020 at a single user facility. All hernia repairs included the implant of a bard/bd composix lp mesh. The reported complications were post-operative ileus (x1), seroma (x2), and surgical site infection (x2). The study monitored post operative pain through week 4, and also reported no occurrences of long-term chronic pain. The journal article did not include any analysis of how or if the composix lp mesh potentially caused or contributed to any patient outcome or complications.